Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump history did not reflect accurate data despite being in use, and the customer¿s cartridge was leaking from the septum. Customer's blood glucose level ranged from 150-160 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.